Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the auxiliary drawer failed to open or unlock. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half-height cubie drawer failed. A field service engineer (fse) found that the customer was trying to access a failed storage space using the drawer map. The fse showed the customer how to recover the failed storage space, and the pocket was recovered with no issues. Then, the customer was able to recover the failed storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.